Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had green pus leaking out of her ipg site. It was noted that the symptom was due to the incision not healing. The physician believed that the symptom was not device related. The patient underwent an explant procedure. No device malfunction was suspected. No visible signs of infection. The patient was reportedly doing well postoperatively. No further course of action.